Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up this right atrial (ra) lead and right ventricular (rv) lead had exhibited oversensing with no observations of pacing inhibition. The oversensing resulted in an inappropriate shock which did not exhaust therapy. A chest x-ray was performed and it revealed that both leads were fractured. Subsequently, the ra lead was surgically abandoned and replaced and the rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.